Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured before the procedure. Hemostasis was achieved using another mynx device. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The device was stored and prepared according to the IFU. It is unknown whether there was any device or package damage prior to use. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured before the procedure. Hemostasis was achieved using another mynx device. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The device was stored and prepared according to the IFU. It is unknown whether there was any device or package damage prior to use. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. During visual inspection, button 1 was observed partially depressed while button 2 remained not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was deployed but still mounted on the unit delivery shaft. The sealant sleeves appeared retracted, as expected when button 1 is actuated. No catheter sheath introducer (csi) was returned. The balloon was deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. It was noted that the unit¿s received condition differed from the evidence provided by the sterilization laboratory, where no button 1 actuation or partial actuation was observed prior to sterilization. The inflation/deflation analysis could not be performed due to a radial tear present on the balloon of the received unit, which prevented inflation. A high magnification evaluation was executed to examine the balloon surface. During this analysis, a radial tear was observed on the body of the balloon. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the device received since the balloon was received with a radial tear. There was a partial depression of button one, however, that is not how button one was received for analysis. Therefore, further analysis of the partial button one depression was not required since this was an issue that occurred with decon handling and shipping. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.